Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the operation, something resembling glove fragments remained inside the body. Even though the fragments that were removed posed no problem, they want confirmation on whether they were glove pieces or not. The actual gloves were also collected. If they are not gloves, they wish for the fragments or gloves to be returned. The gloves were damaged.